Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and transmitter. It was reported that the customer received a cannot find sensor signal alarm. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The transmitter will not be returned for analysis.